Event description:
It was indicated that the patient was experiencing recurring fecal incontinence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had her acticon removed and replaced because the device would not occlude. It was indicated that a month prior, fluid was added to the system through the acticon pump port, but after two weeks "it lost filled volume and quit occluding" again. No patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information: cuff: catalog #: 72401982, expiration date: 03/17/2009, serial #: (B)(4), manufacture date: 03/2004. Balloon: catalog #: 72402106, expiration date: 09/08/2008, serial #: (B)(4), manufacture date: 09/2003. Pump: catalog #: 72402287, expiration date: 07/20/2011, serial #: 459455002, manufacture date: 07/2006.